Event description:
On (B)(6), 2010, a doctor reported to attachments international, inc. That a plastic ime abutment fractured. This is the second of three reports.

Manufacturer narrative:
The doctor reported that three plastic ime abutments broke when he attempted to tighten them. The patient is doing fine and returned to the doctor's office to have the three broken abutments replaced with titanium abutments. Because the doctor needed to use a drill to remove the remaining portion of the plastic abutments from the implants, no product was returned for evaluation and the cause for the fractures remains inconclusive.